Event description:
The citadel plus was used with maxx air ets mattress replacement system in the customer's intensive care unit. According to the staff the bed malfunctioned. The staff was not able to raise the head section to provide a wound care. The patient coded and expired. The simulation provided by the customer did not confirm this allegation, the bed was raising as expected. The patient was in critical condition. The staff claimed that an e410 error appeared and the lights were flashing on the side rails. This complaint is reported in abudance of caution due to allegation of patient's death while using citadel plus bed. There is no indication that a death was related to the device issue. The cause of the patient's death was not provided by the customer.